Event description:
I would like to report my dissatisfaction with how the MFR of the -cardiac medical device- angiojet thrombus extraction device -possis medical- modified their product and failed to communicate significant changes in the product to the physicians that use this device in the catheterization laboratory at our hosp. This device is used in emergency situations and these changes were not communicated to our mgr or educator such that when the product was opened during a heart attack case the staff and physician were unfamiliar with how to use the modified product. Delays in the care of two pts occurred that could have had a negative impact on their care. Dates of use: 2001 - 2007. Diagnosis or reason for use: clot extraction during heart attack.